Event description:
The customer reported that they were moving a patient into the gantry for a CT clinical procedure using the "load" pedal on the multifunction footswitch and after releasing the footswitch, the table continued to move. The customer stopped the motion by using the tape switch and the gantry display went blank. The field service engineer (fse) determined the cause was from dirt, contrast and trash obstructing the footswitch. There was no report of any harm to patient, operator, or bystander as a result of this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).